Event description:
This is submitted to report that post-procedure death occurred. The deployed clip detached from one mitral valve leaflet but remained on the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, with challenging leaflet anatomy. The patient was at high risk for mitral valve surgery and in very poor condition with multiple comorbidities. The mitraclip was implanted on the mitral valve leaflets and confirmed to be stable. The mr was reduced to 2-3. Approximately 4-6 hours post-procedure, cardiac arrest occurred and resuscitation was performed. The patient died. The last echocardiogram showed that the clip detached from the posterior leaflet, remaining on the medial leaflet (single leaflet device attachment/slda), and the posterior leaflet was torn. It is unknown if the slda occurred before or after the resuscitation; however, it is the physicians opinion that the patients high risk condition was contributory to the death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/ procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported slda appears to be related to patient/ procedural conditions, as the challenging leaflet anatomy likely contributed to the slda of the clip. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effects of mitral valve injury (tissue damage), cardiac arrest and death are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that the slda occurred before the patient death, but whether it occurred before or after the resuscitation efforts was unclear. Given the frailty of the leaflets, the slda likely occurred prior to the resuscitation; however, the slda, and the device itself, did not cause or contribute to the death. The high risk status of the patient was causal to the death, as stated by the physician. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.